Event description:
The pt received a 3x18mm cypher stent implanted in a calcified, non-tortuous rca. Seventeen months later, the pt had balloon angioplasty for restenosis of the stent. Seventeen days later, the pt was recatherized, and a fracture and separation of the stent into two pices was noted on fluoroscopy. Another stent (type unk) was deployed to the fracture site. The pt was reported to be in stable condition.